Event description:
It was reported that the patient presented in clinic with shortness of breath. Device interrogation revealed intermittent capture and loss of capture on the pacemaker. Programming changes were made to resolve the issue. The patient condition was stable.